Manufacturer narrative:
The device has been received by depuy synthes power tools. Reliability engineering eval the device, and the reported condition was confirmed. The cutter fracture was examined under a microscope, and it appeared that the tip of the cutter had broken because it had either come into contact with metal or excessive lateral force had been applied to the cutter during use. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device bent and broke during use. The device was being used in surgery. There was no injury reported. It is unk if delay or medical intervention occurred. The date of event is unk. There is no add'l info available.